Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had a rash around the ipg site. The patient was prescribed prednisone. The patient states the issue has been ongoing for approximately a year. As such, the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model.